Manufacturer narrative:
E1/establishment name: (B)(4) hospital joint stock company (documented here due to character limitation in respective field) the device was returned to olympus for evaluation and the evaluation found a printed circuit board failure when using the device with a (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had loose connector connection including output connector and video connector. The issue was found during a diagnostic gastroscopy procedure. A 5-minute delay was noted to fix the issue and the patient was not under general anesthesia at this time. The procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of printed circuit board failure was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.